Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney" (B)(4).

Event description:
Litigation alleges patient had pain after asr hip implant. Update: in addition to what was previously alleged, litigation alleges loss of mobility, injury, elevated metal ions levels and emotional distress. Doi: (B)(6) 2007; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records, the patient was revised for metallosis. Operative findings reported that the patient had evidence of psuedocapsule with abnormal soft tissue surrounding the femoral head, there was lining abnormal with some desiccation into the anterior gluteus muscle and posterior maximus muscle. Otherwise, there was some fretting on the side of the acetabular wall, which was noted as the edge of the acetabulum showed abnormal wear. Based on this, an acetabular revision was required. Doi: (B)(6) 2007; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, d11, h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.